Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated act button is not responding and missing dome label sticker.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened dome switch. The insulin pump passed the displacement test. The insulin pump has minor scratched lcd window. Not missing the dome label sticker noted.